Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported stimulation was lost approximately 7 months due to failure to recharge the system per manufacturer's recommendation.. Reportedly, the patient met with the sjm representative for troubleshooting where a communication error message displayed on the patient programmer. In turn, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.